Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer states while using u by kotex sleek regular absorbency, tampon pledget came out in pieces causing abdominal and vaginal pain. Consumer states she also experienced dizziness, diarrhea, fever, chills and vomiting. Consumer sought medical treatment and was diagnosed with a bacterial infection.